Manufacturer narrative:
This information is based entirely on journal literature. Medtronic was made aware of this event through a search of literature publications. This event occurred outside the us. Patient information is limited due to confidentiality concerns. Of note, multiple patients and multiple manufacturers were noted in the article; however, a one-to-one correlation could not be made with unique product serial numbers. The baseline gender/age characteristics is male/64 years old. Without a device serial number, the manufacturing date cannot be determined. Since no device ID was provided, it is unknown if this event has been previously reported. A request for additional information was made. If additional information is obtained regarding this event, it will be added, and a supplemental report will be submitted accordingly. Referenced article: effectiveness of upgrading to left bundle branch area pacing compared with biventricular pacing in patients with right ventricular pacing-induced cardiomyopathy. Heart rhythm. 2026. 23:e411¿e419. Doi: 10.1016/j.hrthm.2025.05.042. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Literature was reviewed regarding the effectiveness of device upgrades to left bundle branch area pacing (lbbap) compared with biventricular pacing (bivp) in patients with pacing-induced cardiomyopathy (picm). The authors described patient deaths; however, the causes of death were unknown and described as all-cause. There is no allegation of device-death relatedness indicated in the article; however, the cause of death and device-relatedness has been requested but not yet received. There were patients with lbbap and bivp who experienced heart failure hospitalizations, malignant ventricular arrhythmias, and pocket infections. In the bivp group, there was one patient who had a pneumothorax and one with phrenic nerve stimulation. Leads in both pacing groups exhibited threshold increases; however, in the bivp group, there was also one dislodgement. Reprogramming was performed, along with lead repositioning. Pocket infections were treated by complete device system removal. The status of the devices and leads is unknown. No additional adverse patient effects or product performance issues were reported.